Event description:
It was reported that the patient with this neurostimulator was unable to get an MRI because all four electrodes were red and they were unable to turn on their stimulation. The patient has not fallen or bumped their device. Their physician scheduled a revision surgery for (B)(6) 2025. There were no patient complications.

Manufacturer narrative:
Additional product code: qon. Additional premarket/510k: p190006.

Event description:
It was reported that the patient with this neurostimulator was unable to get an MRI because all four electrodes were red and they were unable to turn on their stimulation. The patient has not fallen or bumped their device. Their physician scheduled a revision surgery for (B)(6) 2025. There were no patient complications.

Manufacturer narrative:
Concomitant product: model number: 5101. Serial number: (B)(6). Model description: r20. Unique identifier (UDI): (B)(4). Block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. It was confirmed this device met manufacturing speculation prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. It was confirmed there was high impedance on all 4 electrodes which is addressed by the provided image from the field that shows high impedance through the cp. A risk review was completed and confirmed that the event of high impedance of leads was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.